Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (B)(4)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 34 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification which was standard for the implanting physician. Upon 80% deployment, the valve dislodged aortic and was subsequently recaptured. Upon the second deployment attempt at 80% deployment, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A 29 mm transcatheter valve was used to complete the procedure. Per the physician, the patient's calcified anatomy and borderline pre-case measurements contributed to the infold/dislodge. It was noted that a 5 minute procedural delay occurred as a result of the infold/dislodge. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, an implant depth of 2-3 mm was attempted, but at 80% deployment the temporary pacemaker was turned off and the valve dislodged aortic. Following dislodgement, the valve was well into the sinuses. A non-medtronic guidewire was use during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.